Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. The device had normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. It passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. It also had a cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, weak battery alarm and keypad anomaly. The customer stated that the numbers on screen were ramping and then it alarmed button error which could not be cleared. The blood glucose at the time of the incident was 58 mg/dl; treated with food. Troubleshooting was not able to resolve the issue. The device was returned for analysis.